Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges had been filled with 480 units of insulin. At the time of the reported event, the issue was not occurring. The customer's blood glucose level was 280 mg/dl, and was addressed with manual injections. Review of the pump data logs by tandem technical support showed that the customer fills the cartridge with approximately 450 units. However, the customer confirmed that the cartridge was filled with 480 units, and declined to go through the load process with tandem technical support.